Event description:
It was reported that during a maintenance visit on site, physio-control service representative found the device with a note attached stating that the device would not power on.there was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The removed power pcb assembly was returned to physio-control failure analysis center for evaluation. It was observed that the 5 volt dc line located on the power pcb assembly was shorted. The cause of the 5 volt dc line short could not be determined.

Manufacturer narrative:
Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. After the repairs, the device was returned to the customer for use.